Event description:
A patient reported that she was experiencing pelvic pain following an essure procedure; the essure micro-inserts were removed by her physician and a partial hysterectomy was performed. The patient's physician was contacted and the physician stated that the hysterectomy was an elective procedure by the patient and that he does not believe that the patient's pain was related to the essure micro-inserts; the post-operative report indicated that the patient's fallopian tubes appeared "normal" grossly and microscopically and the essure micro-inserts noted to have proper placement during the procedure. The patient's symptoms resolved following micro-insert removal and hysterectomy and the patient is doing well.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.